Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. The patient reported that they had trouble programming the patient¿s device and getting the leads in the right place during the implant procedure. The patient reported that they were not getting stimulation on the right side to relieve their pain. It was noted that the patient only felt stimulation in the left side and not on the right side. It was reported that the patient only had group a to choose from. The patient noted that they permanent implant didn¿t feel like the trial because the trial relieved pain on both sides. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the difficulty with the lead placement was due to patient anatomy (multiple curvature). Reprogramming of the patient's ins was able to improve coverage and helped with pain relief. The issue was reported resolved.